Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked up during the case and became stuck on tissue. When the device was unlocked the applier did not work at all. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.